Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices related to this event:

Event description:
This patient was successfully treated for a 5.3-5.4 symptomatic infrarenal abdominal aortic aneurysm in 2006. Five days following initial implant, the patient was identified with a distal type I endoleak related to the contralateral leg component. A reintervention was performed in the same day to deploy an additional contralateral log component to the level of the left hypogastric artery. Final angiogram showed this reintervention successfully resolved the endoleak. Twenty nine days later, a routine follow-up computed tomography scan demonstrated a slight migration of the trunk-ipsilateral leg component. A successful reintervention was performed to place an additional contralateral leg component to extend the device length to the right hypogastric artery. The patient tolerated both reinterventions well.